Manufacturer narrative:
Batch review performed on 15 october 2024. Lot: 2346011: (B)(4) items manufactured and released on 20-dec-2023. Expiration date: 2028-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved; batch review performed on 15 october 2024: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot: 2404915: (B)(4) items manufactured and released on 21-mar-2024. Expiration date: 2029-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision due to signs of infection at about 2 weeks from primary and the pathogen is unknown. The surgeon revised the head and liner. The surgery was completed successfully.